Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. A definitive cause for the reported expulsion (ccd) could not be determined. Lastly, the reported additional therapy/non-surgical treatment was a result of the case-specific circumstances. Based on the available information, a definitive cause for the reported expulsion (ccd) could not be determined. Lastly, the reported additional therapy/non-surgical treatment was a result of the case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed for complete clip detachment from the delivery system. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. One clip was implanted, and the mr was reduced to grade 2. A second cds was advanced to further reduce mr. The clip was deployed but the clip detached from both leaflets and was hanging on gripper line as it had not yet been removed. A snare was advanced, and the clip was able to be retrieved and pulled back into the sgc, using the gripper line. The sgc and clip were removed without issue, with no portion of the cds remaining in the patient anatomy. No additional information was provided.